Event description:
It was reported the pt's had no stimulation and it "just stopped out of the blue." Impedance readings were >4000 ohms on some of the bipolar pairs. 0-1, 2000, 0-2, 0-3 >4000, 1-2???, 1-3 >4000, 2-3 2000. Reprogramming was tried and the pt was still not getting stimulation sensation with just bipolar pairs. Movement or palpating did not cause stimulation changes. X-rays on (B) (6) 2010, confirmed a lead fracture. The system was replaced on (B) (6) 2010. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.